Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to battery status at end of life (eol). There was a concern that the battery had depleted earlier than expected. There were no adverse patient effects reported.

Manufacturer narrative:
This device was successfully replaced and will be returned for laboratory analysis. At this time there is no additional information. If additional information becomes available this report will be updated. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. Subsequently, the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri and eol were triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.